Event description:
It was reported that the patient underwent multiple spinal procedures to fuse t4 to iliac. The posterior fixation was implanted at t4-iliac. The rods were broken at left l1-l2 and right t11-12 at unknown time after the last procedure. The revision surgery was performed approximately 16 months post op to revise the broken rod.

Manufacturer narrative:
(B) (4). This part is not approved for use in the united states; however, a like device catalog #8699120, 510k # k981676 was cleared in the united states. Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.